Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02340. It was reported the pt felt ineffective stimulation coverage of her left thigh. The physician added a lead in order to gain coverage, but sufficient stimulation could not be achieved. It was reported the physician consequently explanted the new lead and left the original lead in place.